Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.

Event description:
The patient reported experiencing insulin in the cartridge compartment of the infusion device since (B)(6) 2011 and elevated blood glucose of 192 mg/dl. The patient changed the accessories and bolused through the infusion device and via pen to lower blood glucose. On (B)(6) 2011, e1 (empty cartridge) error was displayed. The patient changed the insulin cartridge and adapter and no insulin dripped from the infusion tubing. There was again insulin in the cartridge compartment. The patient reported no a4 (cartridge/adapter) alert of e4 (occlusion) error was displayed. No further information is available. The patient did not require treatment from a health care professional or second party to address the issue. The infusion device and adapter were replaced and requested to be returned for evaluation.